Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim: patient was in infusion center and receiving an infusion. The alaris pump infused air past the channel sensor and it never alarmed. The air almost reached the patient. Fortunately, the nurse caring for the patient recognized it before it reached the patient. The channel tag number was egk0159. The brain was removed and a work order was put in for biomed. Agility picked up the pump. The brain which had a tag number of egj2035 worked with another channel but after use was also taken out of rotation with a work order submitted to bio med

Manufacturer narrative:
It was reported by customer that the alaris pump infused air past the channel sensor and it never alarmed. One sample was received for quality evaluation. There were no damages or abnormalities found during a visual inspection of the sample. The sample was then primed to see if there was any air-in-line, leakage, or occlusion issues with the infusion set. There were no issues found during priming. A simulated infusion was then conducted at a rate of 125ml/hr for 20 minutes to determine if the issue could be recreated during use. There were no issues found when conducting the testing. The customer complaint of air bubbles/air in line could not be replicated and therefore the failure could not be verified. Due to the failure not being replicated, a root cause for the failure was not determined. A device history record review for model 10802688 lot number 23119019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01nov2023 . There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.